Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The sleeve was present on the balloon but partially removed from it by approximately 10mm. The sleeve was removed without difficulty during the evaluation. A break at the taper point of the balloon at the proximal bond was confirmed. The inner was also stretched from the break area to the outer shaft for a length of 58mm. One image was also provided for review. A hcp was shown holding the distal end of a catheter. The green sleeve was been held approximately at its midway point by the users left hand and the catheter shaft is been held in the right hand. The device size or type could not be could not be determined. The alleged failure to remove balloon sleeve issue could not be confirmed from the image provided. Therefore, the result of the investigation is inconclusive for the reported failure to remove balloon sleeve issue. The damage to the device - the outer detachment, the stretched inner suggest that user handling (excessive force) was responsible for the damage, likely occurring during the removal of the sleeve during device preparation. The root cause for the reported failure to remove balloon sleeve issue could not be determined based upon the available information received from the field communications, device evaluation and image review. Labelling review: the IFU for the bantam pta balloon catheter (in098 rev 14) was reviewed and contains the following information relevant to the reported event: description: the bantam¿ percutaneous transluminal angioplasty (pta) balloon catheters are non-reusable semi-compliant coaxial design catheters consisting of an over the wire (otw) catheter with a balloon mounted on its distal tip. The hub/¿y¿ connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon (see diagram below). To locate the balloon under fluoroscopy platinum iridium bands are provided at the shoulders of the balloon for all sizes. The silx2¿ coating is a silicone coating which provides improved lubricity to the balloon shaft. A 0.018¿ (0.457 mm) guidewire is recommended for use with the bantam¿ pta balloon catheter. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: make sure that the protective sheath has been removed from the dilation catheter balloon. H10: d4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the balloon protector was tight and allegedly could not be separated from the balloon. The procedure was completed using another device. There was no patient contact.